Event description:
(B)(4). I am not sure the exact date I was implanted, but I do know it was (B)(6) of 2011. I do not have my medical records yet, but I will get them. Since the day I was implanted I have had many complications due to the essure. I did not realize it was from essure until many years later, it was september of 2014 when I realized it was from essure. The list of my side effect is very long, and more side effects get added to my list every day. I will now give my list of side effects as of now that I have. Cramping; sharp/stabbing pelvic pain; sharp/stabbing breast pain; abnormal menses; period stops; ovarian cysts; bacterial vaginosis; discharge (odor/no odor); hot flashes; painful ovulation (mittelschmerz); night sweats; loss of libido; bleeding/spotting after sex; painful periods (dysmenorrhea); painful intercourse (dyspareunia); early menopause; incontinence; long menstrual cycles (polymenorrhea); sexual dysfunction (unable to orgasm or feel pleasure); lack of menstrual cycle (amenorrhea); yeast infections (candida); urgent/frequent urination; utiandrsquos; (urinary tract infections); cervicitis/vaginitis (swelling, inflammation, infection of the cervix and/or vagina); vulvodynia (itching, burning, stinging, stabbing of the vaginal entrance); brest pain/tenderness; abdominal spasms/twitching/fluttering; foul smell of the vagina; metalic smell of the vaginal region; dry vagina; back, joint, leg, breast, neck, spine, shoulder, hip pains; swelling of the legs and feet; chronic pelvic pain; all over body aches; numbness of limbs; tingling sensations; nerve damage and pain; nausea; vomiting; gas; constipation; diarrhea; severe bloating/painful bloating; metalic taste in mouth; heartburn; bowel issues; imbalance of weight (gain/loss); appetite changes; headaches/migraines; dizziness; tingling sensations; numbness; nerve pain; brain fog (cloudiness/forgetfulness); mood swings/disorder; ringing in ears (pulsatile tinnitus); tremors/shakiness; diminished brain function (brain fog, forgetfulness, cloudiness, short term memory loss); numbness in thighs (meralgia parethetica); numbness/tingling in extremities (hands/feet); parethesia (sensations of burning, stinging, tingling or pricking of the skin); loss of focus or concentration; loss of hope; feelings of dread; memory lapses; unexpected tears; vitamin d deficiency; iron deficiency; elevated blood counts; chronic fatigue; deficiency of energy; chemical and food allergies; metal allergies; cysts, boils in skin; acne; broken coils; dental/teeth issues; sleeping problems (cant stay asleep or takes naps daily); swears during sleep due to pain; swelling of legs/feet; insomnia; degenerative disk disease (or degenerative bone disease); weight issues (gain/loss); swelling/numbness in jaws/lips; unexplained fevers; muscle spasms; vision problems (floaters, blurred vision, decreased vision); dry skin/hair/eyes; severe bloating/painful bloating.